Event description:
It was reported that the ilet user completed a supply change but forgot to remove the adhesive backing from the infusion set and deployed an inset site incorrectly, after which they were instructed to perform a site change only and successfully did so. No reported clinical effects. Outcomes included no alerts or alarms and no medical intervention beyond troubleshooting and education. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed incorrect deployment of the infusion set and improper site setup consistent with user error involving the infusion set and its connector. It was concluded, based on previously established findings for similar reports, that the cause was user error.